Event description:
Related manufacturer report number: 3003306248-2022-10694. It was reported that the patient was on veno-venous extracorporeal membrane oxygenation. Rotations per minute (rpm's) of the centrimag pump went to zero for a brief moment. The perfusionist readjusted and confirmed a tight connection between the console and external motor unit and turned the rpm's back to desired level. The external drive unit and console were appropriately changed out and taken to biomed. No adverse effects reported.

Manufacturer narrative:
Voluntary medwatch number mw5108657 was received 13may2022. It was reported that the patient was on veno-venous extracorporeal membrane oxygenation. Rotations per minute (rpm's) of the centrimag pump went to zero for a brief moment. Perfusionist readjusted/confirmed tight connection between the console and external motor unit and turned rpm's back to desired level. The external drive unit and console were appropriately changed out and taken to biomed. No adverse effects. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual section 3 "about the 2nd generation centrimag primary console" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.